Manufacturer narrative:
Product ID 8709, serial# (B)(4); product type catheter. (B)(4).

Event description:
It was initially reported that the catheter could not be aspirated and the healthcare provider (hcp) realized that it was spliced so he replaced the whole system. The distal tip of the old catheter remained in the patient's intrathecal space. The pump was replaced due to eri (elective replacement indicator) per reporter. Additional information received later indicated that the hcp had done a dye study and was unable to aspirate. When opening the spinal segment, he noticed a splice in the old catheter. He decided to remove it and was unable to obtain the distal portion. He removed the rest and implanted new system. Per reporter no product was returned as it was an older system. Drug delivered via the device was dilaudid.